Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 201 days (22aug2021 ¿ 11mar2022 per timestamp). No external power alarms coincident with a loss of ac power were active on (B)(6) 2021 from 15:47:41 - 15:47:42. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. No response was received was asked if it is known whether the ac power cord came loose from the back of the unit or the outlet, if there were any environmental circumstances that may have caused a loss of power, and if any product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2021 however could not recall the event. Log files were submitted and showed 3 pump stops and 5 low speed advisories on (B)(6) 2021 at 11:53am to 12:01pm and appeared to be occurring while the pump was connected to the mobile power unit (mpu), however the patient had been using the mpu every night since and had not had further pump stops in 2 months. X-rays received were unremarkable and it was suggested that the site monitor for reoccurrence of alarms. Log file analysis performed on (B)(6) 2022 captured no external power and power cable disconnect alarms. The mpu had a v-lock connector. Related MFR: (B)(4).